Manufacturer narrative:
(B)(4). The product was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Applicable imaging films were not returned for review. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Device evaluation the device was returned to the manufacturer for analysis. Macroscopic examination confirmed the implant is broken and fractured into multiple pieces. A significant portion of the implant was not returned for analysis. Microscopic examination of the available fracture surfaces reveal a brittle secondary fractures and cracks in multiple locations with no indication of fatigue. Some cracks appear to be located at the intersection of the diamond shaped facets. The nature of the fracture surfaces, in addition to the intraoperative timing of failure suggest brittle overload during insertion.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior transforaminal lumbar interbody fusion (tlif) at l4/l5. The implant broke during surgery and was replaced with another implant. No fragments remained in the patient. No patient complications were reported.